Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular pacing on the atrial channel resulting in atrial pacing inhibition. Technical services (ts) discussed programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular pacing on the atrial channel resulting in atrial pacing inhibition. Technical services (ts) discussed programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was later explanted and replaced with no information suggesting the explant was related to the previous reported observations. No adverse patient effects were reported. The product has been received for analysis.